Manufacturer narrative:
(B)(4)

Event description:
The customer reported that on (B)(6) 2018 in their "(B)(6) ICU unit" they noted rebooting and "crashing" of the system during efforts to admit/discharge/transfer any patient. The problem was temporarily resolved by a service engineer for cardiac services dublin changing the clock back to (B)(6) 2017, discharging the patient and then restoring the clock back to current date/time. Philips was notified of this occurrence involving this device on (B)(6) 2018. There was no patient incident.